Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and elevated cobalt levels. Intra-operatively, surgeon noted corrosion inside the femoral head. Head and liner were revised to an mdm/adm liner construct with a ceramic head and sleeve. Rep provided an explant picture and x-ray and reported that no further information would be released by the hospital or surgeon.